Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump went into threshold suspend when his blood glucose level was not low. Customer's sensor glucose reading was 40 mg/dl but his blood glucose level was 140 mg/dl. The insulin pump alarmed lost sensor and check settings. The insulin pump was not communicating with the transmitter. The sensor was bent. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened/used enlite sensor and was inspected performed continuity resistance test and sensor passed per specification. Performed the sensor initialization test using a new lab transmitter with paradigm pump and connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Also found cannula bent unable to confirm if customer received sensor in said condition due to customer returning it opened/used. We were unable to confirm needle anomaly due to customer did not returning needle.